Manufacturer narrative:
We were unable to perform a product analysis as no device was received. There is no evidence that indicates the device involved in this event malfunctioned, or in some way did not perform to specification that may have resulted in this effect. The reported event is a known/possible procedural complication and is appropriately labeled as an adverse event within the directions for use. We were unable to review manufacturing records as the batch number is unknown. A similar complaint trend was reviewed for this product family, and no adverse trends were identified. Related to MDR 2953184-2008-00067, 2953184-2008-00068. 2953184-2008-00069, 2953184-2008-00071.

Event description:
During a review of information related to the clinical trial, we discovered that the patient experienced pericardial effusion post-procedure, that was resolved in 2006. No further information provided.